Manufacturer narrative:
The investigation for the reported hemolysis and thrombus has been completed. According to the clinical, on the first day of impella cp support, the pump was inserted with some difficulty and the team struggled to optimize the position of the pump. Upon arrival to the ICU the following day, imaging showed that the pump inflow in mid ventricle and without interaction with any lv structures. Later on the same day the patient began to develop signs of hemolysis with dark red urine. The decision was then made to escalate the patient to va ECMO and explant the pump. After the impella device was removed the patient was diagnosed with a platelet clumping hematological condition. No product was returned for a visual inspection. Data log analysis confirmed positioning issues with suction alarms at the very beginning of support. Position issue resolved immediately. The cause of the hemolysis was not determined because no product was returned and not enough clinical information was given. The root cause of the thrombus could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a 62-year-old male patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support, the patient developed hemolysis. Repositioning of the pump, heparin was added to the purge and p level was decreased as treatment. However, the patient continued to have hemolyzed labs and dark urine. The clinical representative stated there were no indications of clots, but there is a possibility of a micro clot causing hemolysis. The pump was explanted and escalated to venoarterial extracorporeal membrane oxygenation and intra-aortic balloon pump. The patient was reported to be stable.